Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1984 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that there was a hole in the hub of the catheter. No other information was provided but has been requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed; however the exact cause is unknown. One 5 fr dual lumen solo powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The 3cg stylet was returned inserted into the red lumen of the catheter. A severe bend was observed in the catheter and inserted stylet approximately 8 cm distal to the bifurcation. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and a spraying leak was observed just distal to the bifurcation when the red lumen was infused. A microscopic observation revealed a longitudinal split in the catheter adjacent to the molded joint. The fracture surfaces of the split were observed to be flat with a granular surface texture and rough edges. Indentations were observed in the catheter material opposite the split and near one seam of the bifurcation. Abrasions were observed on the catheter surface near the split and near the indentation opposite the spilt. While the cause of the split and indentations is unknown, possible causes include mechanical damage from an instrument or other outside source during use and damage during manufacturing. The investigation has been forwarded to the manufacturing facility for further evaluation. A lot history review (lhr) of recs1984 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in the hub of the catheter. No other information was provided but has been requested.